Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate shock therapies due to atrial fibrillation with rapid ventricular contractions. The patient had reportedly stopped taking heart medications. The patient was in good condition after the event and will be followed up normally.